Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that during tightening the set screw was damaged. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Macroscopic and optical examination revealed thread crest witness marks approximately 180 degrees apart from each other. Functional evaluation with a sample rmas found the implant able to be fully engaged into the rmas head. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing it's intended function.